Event description:
It was reported that stent fracture occurred. Vascular access was obtained via right radial artery. The 80% stenosed, 30-35mm x 3.00-4.50mm, concentric, de novo target lesion with a significant bend of >=90 degree was located in the moderately tortuous and mildly calcified middle to proximal left anterior descending artery. After the lesion was engaged with a 3.0 6 fr non-boston scientific (bsc) guide catheter, crossed with a non-bsc guidewire and pre-dilated with a 2.50mm x 15mm and 3.00mm x 20mm nc emerge balloon catheters, a 4.00 x 38 synergy drug-eluting stent (des) was advanced for treatment. However, when pushing the stent into the guide catheter, resistance was encountered, and the stent could not take the arterial bend. When the stent was removed, a fracture along the mid-body of the stent was noted. A 2.75 mm x 38 mm promus elite des was then used to complete the procedure, post-dilated with a 3.50 x 15mm nc emerge balloon catheter. No patient complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 38mm was returned for analysis. A visual and tactile inspection revealed that no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the stent identified damage with struts lifted at the mid-section. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. The bumper tip showed no signs of distal tip damage. A dimensional testing was performed wherein the undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The device was able to track through a test guide catheter and 0.014-inch guidewire without issue.

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via right radial artery. The 80% stenosed, 30-35mm x 3.00-4.50mm, concentric, de novo target lesion with a significant bend of >=90 degree was located in the moderately tortuous and mildly calcified middle to proximal left anterior descending artery. After the lesion was engaged with a 3.0 6 fr non-boston scientific (bsc) guide catheter, crossed with a non-bsc guidewire and pre-dilated with a 2.50mm x 15mm and 3.00mm x 20mm nc emerge balloon catheters, a 4.00 x 38 synergy drug-eluting stent (des) was advanced for treatment. However, when pushing the stent into the guide catheter, resistance was encountered, and the stent could not take the arterial bend. When the stent was removed, a fracture along the mid-body of the stent was noted. A 2.75 mm x 38 mm promus elite des was then used to complete the procedure, post-dilated with a 3.50 x 15mm nc emerge balloon catheter. No patient complications were reported, and the patient was stable.